Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a "dislocated position" of a certas plus valve and it was to be removed. No additional information is available.

Manufacturer narrative:
It was not possible to investigate the device, as no catheter was returned, and no defects were reported for the catheter. Complaint investigation was based on the certas valve returned with silicone housing cut/torn with mfg report number 3013886523-2021-00055.